Event description:
Patient receiving IV infusion of insulin to control diabetic ketoacidosis. Approximately 5 hours into the infusion, it was discovered that the IV line was leaking. During the insulin drip infusion, blood sugars were noted to be elevating, however, it was not identified that the tubing was leaking.